Event description:
It was reported that 2 days post implant the right ventricular (rv) lead dislodged. The physician attempted to re-position the lead however, felt it was too short for the patient's anatomy. The physician elected to implant a longer lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the lead was returned in segments, analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sesr01 pacemaker, (B)(6) 2013; 5076-58 implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.